Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump ringed without a reason. During physical inspection, it was found that there was a downstream occlusion sensor issue. There was no patient involvement, no patient injury was reported.